Event description:
Endoflip catheter failed pre-check. Message on screen: unexpected response, sensor(s): 2,3,4,5,6,7,8,9,10,11,12,16. Troubleshooting prompts followed. Multiple attempts made with same message. Manufacturer response for functional lumen imaging probe, endoflip endolumenal functional lumen imaging probe (per site reporter).